Event description:
During a patient¿s trial with an evoke spinal cord stimulation system, an infection occurred. Antibiotics were administered, the 12c percutaneous leads and lead extensions were removed. The patient was reported to be recovering.

Manufacturer narrative:
The cls and leads were not returned for analysis. Without the return of the devices, it is not possible to reach a definitive root cause. The cause of the infection during the trial period remains unclear, although the infection has resolved. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.